Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The battery cap was corroded. Motor error alarm, low battery, bad battery, weak battery, failed batter test, and off no power alarms weren't verified due to blank display. The motor was tested outside of the device and it passed motor test. The device had minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4)

Event description:
Customer's father reported via phone call, the insulin pump kept malfunctioning. Customer puts in a new batter and the battery drains fast. He stated they are having a hard time changing it as the device continues to rewind. Customer's blood glucose was unknown. Troubleshooting was performed for blank display and the display returned after a new batter was inserted. Troubleshooting was also performed for low battery and motor error. Customer was able to rewind the device. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's father agreed to return the device for analysis.